Event description:
It was reported that the patient presented to the emergency room after a lead integrity alert (lia) triggered on the right ventricular (rv) lead. It was noted that high impedance was observed on superior vena cava (svc) and rv coils. The physician suspected a lead fracture. The lead was programmed off, and later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.